Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed. A field service engineer discovered that the drawer cubies were not properly positioned due to the presence of paper debris. He removed all cubies and repositioned them correctly. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to a patient. There were no adverse events or injuries reported based on this event.